Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was stuck on blue screen. A field service engineer (fse) identified a blue screen issue and reimaged the system, including reinstalling the remote access software. Following the reimage, the customer was able to successfully sign in using remote access and access medications and patient profiles without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was blue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.